Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not expose. Analysis of the system log file showed ¿timeout establishing connection with the generator¿ error. During troubleshooting, the fse found this as an intermittent issue. The philips engineer performed reboot and advised hospital to observe the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to communicate with the generator, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.